Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "turn off without alarm"

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Based on the history log files no malfunction could detected. During the visual inspection the device was in a good condition. The pump showed normal soiling and age related wear. A self test was finish with a positive result and it was possilbe to bring the pump in operation. A long term test was performed. No malfunction or error were occurred. During the disassembling the device it could be detected that liquid was came into the device and damaged the p2 and p3 connectors. Furthermore it was possible to see that the connectors of the ribbon cable and the claw mechanism were damaged by liquid too. The complaint could not be confirmed. During all investigation and functional test no malfunction was occurred.